Event description:
It was reported that the patient has intermittent paralysis of left vocal fold, likely due to her vns, with paralysis noted and then periods of normal motion even during today scope. The patient neurologist isn't convinced it¿s from the vns. The patient will have their vns turned off and then will be re-evaluated by ent. Additional information received noting that the vocal cord paralysis is possibly related to the vns per ent evaluation. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the cause of the vocal cord paralysis is vns stimulation and intervention was taken but no specifics were provided.